Event description:
Physician reports "patient had an ultrasound examination that showed a rupture on the left side". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Physician reports "patient had an ultrasound examination that showed a rupture on the left side". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, an extended opening on the posterior, red particles on the shell and gel, and some flat creases. A microscopic analysis was performed which identified a sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient had an ultrasound examination that showed a rupture on the left side". Device has been explanted.